Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: yes, the white tissue pad fell off completely. Yes, it fell into patient. Yes, it was retrieved. No, other than time consumed. We had to open a new device which is always time consuming. Patient wasn¿t at any consequence.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the white tip cover came off. New device opened to continue operation. Patient consequence was not reported.